Manufacturer narrative:
At this time, the exact cause of the event is unknown and currently under investigation. The provider mentioned that the appliance was sent to the manufacturer. Once the device is received and evaluated a supplemental report will be provided at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the button from an endsnorz appliance broke off. Patient has a history of sleep apnea. Patient started using appliance on (B)(6) 2023 through (B)(6) 2023. No reports on how the device was being cleaned or maintained. Patient current status is reported as good, a remake of the device was provided no other issues reported.

Manufacturer narrative:
Corrected: g3,h6 manufacturer reference: comp-(B)(4).